Event description:
Physician used a merci v 2.5 firm retriever. After one pass, all of the clot located in the ica was retrieved. Physician then used a merci v 2.0 firm retriever to retrieve the remaining clot located at m2 branch. Part of the clot was retrieved. After the procedure, the CT examination showed a hemorrhage. Physician believes that the hemorrhage was due to perforation of vessel during retrieval attempts. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (eg, patient factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome.

Manufacturer narrative:
Reference report # 2954917-2010-00020 for the second device.